Event description:
It was reported that during a lap cholecystectomy, the surgeon had fired the first firing on the anterior side of the lesser momentum next to the gall bladder. The surgeon placed the jaws of the device on the tissue, and with no torque applied he fired the clip. He confirmed that ¾ of the clip was attached to the tissue and formed properly. When removing the applier, he saw now that only ¼ of the clip remained attached to the tissue. The surgeon removed the clip and applied two more clips and then proceeded to complete the procedure with the same device. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.